Event description:
Consumer complaint of high blood results on strip lot rn4044. Control solution not available for troubleshooting. Caller had no more of strip lot rn4044. After receiving control solution and follow up call, back to back blood tests gave results of 128 mg/dl and 125 mg/dl using strip lot rn4058. Control solution test result was in range. Caller continues to believe results are high. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).